Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and image review. It was reported that the tulip filter was tilted and difficult to catch with the retrieval device, but finally it was successfully removed. The filter was not returned, but imaging of the retrieval demonstrated a gunther tulip ivc filter with significant rightward tilt relative to the retrieval sheath. The reason for the filter tilt cannot be determined and additional information cannot be provided since the filter was placed in us. However, the filter significantly tilted would typically require significant manipulation in order to engage the hook of the ivc filter with the loop snare device, or potentially use a different device to capture the hook of the ivc filter. Where the loop snare device appears to be engaged is with the primary filter legs, suggesting that the loop snare may have been inadvertently entangled with the primary filter legs. Fortunately, the follow-up image demonstrates the gunther tulip ivc filter completely collapsed and retracted into the retrieval sheath with the loop snare fractured component also within the retrieval sheath, attached to the filter's foot, supporting the fact that the loop snare likely became entangled in the filters feet/leg during the attempted initial retrieval. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Very limited information was provided, but there is no evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter was tilted and the physician could not get a good grip of the hook of the filter. As a result the snare broke off. A snare kit was then successfully used in order to retrieve the filter. The broken snare was pulled out completely without any problems. No further information available regarding lot number and rpn, because the patient had gotten the ivc filter in the us. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.